Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing a pre-dialated lesion. While attempting to retract the delivery/stent system back into the guide catheter, resistance was experienced. The entire system was removed and they were unable to locate the stent. The lesion was dilated again and another manufacturer's stent was successfully placed. Pt status is listed as "okay".